Manufacturer narrative:
(B)(4). The pump and catheter had been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
An audible non critical alarm occurred on (B)(6) 2011, and was confirmed by telemetry. The alarm was noted to be due to electromagnetic interference. Later, the following was reported: pump depletion and a catheter malfunction regarding no return of csf. The pump and catheter were explanted and replaced. The pump was removed to avoid in-vivo battery depletion. No rotor or dye study was performed. The pt was without injury, and had recovered without sequelae following the explant procedure. The drug administered via the pump was baclofen.